Event description:
It was reported that the customer was experiencing high blood glucose levels between 500 mg/dl and 600 mg/dl all day. The customer's blood glucose was 506 mg/dl at the time of the call. Troubleshooting was done. The customer expressed no symptoms for their high blood glucose levels. The customer stated that there was some dried blood in the cannula. Advised that this could cause issues with insulin delivery. Advised the change the infusion set, reservoir and insulin and then treat per healthcare provider's instructions. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.